Manufacturer narrative:
The user facility reported that the system 1 processor leaked onto the floor on two separate occasions. It was identified that the facility's operators were not following proper use and operation practices for the system 1 processor which caused the leak during the processing cycle. The user facility was improperly loading scopes into the system 1 processor. If the scope was not properly seated in the tray, the operators forced the lid of the system 1 processor closed until it latched. When the processing cycle was initiated and the processor started to fill, the water leaked out of the processor onto the floor. The system 1 processor's operator manual states on page 5-5: "close lid. If resistance is met, stop, inspect the positioning of the processing tray/container, device, and aspirator assembly. Caution: do not force lid to close." A steris account manager performed an in-service at the user facility on (B)(6) 2011. The in-service focused on proper practice for loading scopes into the ss1 processor to ensure the lid of the unit seals correctly; no further issues have been reported.

Event description:
The user facility reported that patient procedures were delayed as a result of their system 1 processor leaking during the processing cycle. No injuries were reported as a result of the leak.